Event description:
A healthcare facility reported to our distributor that the facial seal of the rt040 full face mask detached from the mask base while being used on a pt. This resulted in an increase in the patient's carbon dioxide (co2) retention levels. It was also reported that it took 2 days for the patient's co2 levels to stabilise following replacement of the mask with a non-fisher & paykel mask.

Manufacturer narrative:
The complaint device was not returned to the manufacturer. An investigation was therefore, conducted based on the event description and previous investigations of similar complaints. Results: a lot check has not been performed as the lot number has not been provided. The silicone seal is held in place in the base of the mask by an interference fit. The improper fitting of the mask may have contributed to the silicone seal separating from the base of the mask. Conclusions: the rt040 mask is relatively new to the market and many users have been converting from a previously used competitor's device to the rt040 and as a result may not be proficient with the sizing and fitting of the rt040. Fisher & paykel healthcare has implemented an in-service education program to further ensure that healthcare practitioners fully understand the proper fitting of the rt040 mask. This programme has been and continues to be rolled out to customers in the united states. In addition, we have introduced an additional silicone adhesive step (to apply adhesive between the silicone facial seal and the plastic mask base) in our manufacturing process which is aimed at reducing the potential for separation to occur. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.10% worldwide for the past year.